Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer syringe and valve. The fse replaced the buffer syringe and valve to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high ion selective electrolyte (ise) patient results including sodium (na), potassium (k), chloride (cl) on their au5800 chemistry analyzer. The customer indicated about 20-25 patient samples were affected. The customer reran the samples on another au instrument with results within reference range. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.